Event description:
It was reported that a tandem mobi cartridge alarm occurred, which had been resolved before contacting technical support. The customer's blood glucose level exceeded 500 mg/dl and displayed as "high" due to the issue. The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi). The customer resolved the issue by reloading the same cartridge.